Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Battery cap was not returned and a test battery cap was used in the evaluation. On investigation, the pump powered up to a dim and discolored display with the appropriate audible and vibratory features. Unrelated to the display issue, the keypad cover was peeling off the pump while all the buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on results of investigation completed on (B)(6) 2014.